Event description:
Pt in or for cysto-retrograde & positioning of stent procedure. During procedure the fluroscopy failed, switches to conventional x-ray rptr was unable to take regular x-ray due to malfunction of the x-ray generator. These malfunctions made it difficult to complete. During procedure the generator displayed "system 33 flag error" "high kv".